Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert when plugging the pump into a power source which prevented the pump from charging, despite attempting to charge with multiple wall adapters, usb cables and power sources. The customer's blood glucose (bg) ranged from 200-229 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.